Manufacturer narrative:
Pump error received with pump error 38 alarm during rewinding. Unable to perform the displacement test due to pump error 38 alarm. Pump passed the active current test, sleep current test and self-test. All buttons function properly. No blank display or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 38 alarm found in the pump history file/trace. (2) stuck button error alarms found in the pump history file/trace on 03-jan-2025 at 12:41:50 and 14:08:54. Pump was cut open to perform visual inspection and found corroded motor home switch. The j1 connector on pcba 1 was locked properly during visual inspection. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Blank display not confirmed. Keypad/button unresponsive/button error alarm not confirmed. Pump error 38 alarm due to corroded motor home switch. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display after stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display returned after cleaning contacts and after inserting a new battery. Pump was not dropped/bumped or exposed to moisture. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.